Manufacturer narrative:
Other, other text: b3: event date unknown. One device was received for evaluation. Visual inspection revealed the plunger head filled with fluid ingression and a cracked right plunger case. Review of the event history logs confirmed a force sensor bridge test error and force sensor test error. Functional testing was performed and the reported issue was able to be replicated. The root cause was determined to be the plunger head filled with fluid ingression and customer damaged. The entire plunger head assembly was replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that the device exhibited a force sensor bgnd test' error. It is unknown if there was patient involvement, no adverse patient effects were reported.